Event description:
According to the surgeon, the cautery stayed activated after his finger was taken off the button. No injuries occurred. This has happened two or three other times.

Manufacturer narrative:
The returned suction coagulation was confirmed to self-activate during testing at valleylab. A failure analysis was conducted and determined that failures of this nature were caused by flash during the mfg process when ultrasonically welding body a to b. The flash impedes mfg process has since been changed to incorporate a deflashing operation.